Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcccgle0 number, and no non-conformances were identified. Device evaluation summary: it was received for analysis an empty opened foil, a labeled winding former with a partially dispensed suture and a detached needle of product code vr944, lot pcccgle0. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. Marks could be observed on the edge of the needle that appears to be by the use of a surgical instrument. Also, remnant of the suture was observed into the barrel hole. The end of the suture was noted cut appear to be by use of a surgical instrument. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the tip. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample. The following information was requested, but unavailable: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this event report? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Some sutures were detached from the needles in a row during interrupted suturing. They were not control release needles. Further details are not provided. There were no adverse consequences to the patient.